Event description:
It was reported that a m41srb powered wheelchair was stopping on its own. When the chair stopped moving, the wrench flashed several times and after completing the stall test, the voltage went from 25 to 18.